Event description:
Electrodes are showing burn marks in the center of the electrode post use. Clinician did not report a date of occurrence for the event (s). Clinician did not report injury status of pt in initial report. Chattanooga will conduct investigation with clinician to determine the specifics of the incident (s) with the suspect device. Severity of injury was not disclosed by clinician during the initial incident report.

Manufacturer narrative:
Device will be returned to MFR for eval, and root cause determination.